Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated drg system explant on (B)(6) 2024 [manufacturer report number: 1627487-2024-00316, 1627487-2024-07249] the physician was unable to explant the l4 lead, and thus, the physician cut the lead at the ipg insertion and remainder of the lead was left implanted.

Manufacturer narrative:
Date of event is estimated.